Event description:
A us distributor reported that a patient's electrode belt's cable has a damaged cable or wires exposed.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The cause for the failure was isolated to a pulse wire broken from the solder connection in the cable connecting the distribution node to the rear therapy electrode. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.